Event description:
During a thyroidectomy procedure, after using on the patient for 20 min, the generator alarmed and displayed error code 5. Changed to another one to complete the or. No patient consequence.